Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for simplex hv with antibiotics. In the journal of arthroplasty article "primary total knee arthroplasty performed using high-viscosity cement is associated with higher odds of revision for aseptic loosening," one table provides information that for simplex hv, with and without antibiotics, 4 revisions were performed for reasons other than aseptic loosening. Study cohort (1072 patients total, including patients with competitor cement) had a mean age of 64.9 ±8.9 years. 39.3% of patients were male, 60.7% female. Journal of arthroplasty 35 (220) s182-s189.